Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2009. It was reported the patient developed a pain in her side. An x-ray of the scs system revealed lead migration. The lead was explanted and replaced. Follow up on the patient found no further issues reported.